Manufacturer narrative:
Continuation of d10: product ID mcs-p3-31-aoa; product lot/serial number (B)(6); product type: heart valve; implant date (B)(6) 2016; explant date na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 5 months following the implant of this transcatheter bioprosthetic valve, progressive worsening dyspnea, paroxysmal dyspnea, and orthopnea presented. Shortness of breath occurred with exertion. Troponin was mildly elevated at 53. There was no chest pain, peripheral edema, nor volume overload. The patient¿s diet reported included an increase in salt intake. The patient was hospitalized, and intravenous therapy (IV) diuretics administered. Ten days late, the patient was discharged clinically stable. No other adverse patient effects were reported. Additional information was received which indicated that at the time of the initial implant, the lowest depth of the valve implant was on the left coronary cusp (lcc) at 2 millimeter (mm) lower than the non-coronary cusp (ncc). The discharge gradient was 8.3 millimeters of mercury (mmhg). There was no coagulopathy issues at baseline. Of note, the patient had chronic atrial fibrillation and was on warfarin. At the time now of this current event and hospitalization for congestive heart failure (chf), radiographic features were a concern for volume overload. The IV diuretics improved the symptoms. As reported, symptoms presented were more likely demand ischemia related. The day following admission an echocardiogram identified an elevated gradient and bioprosthetic valve thrombosis. As result, blood clotting medication changes were made. No other treatment reported other than the previously reported medication change. No other adverse patient effects reported. Approximately two months following the recent event, the patient was further seen in clinic. The shortness of breath had somewhat since resolved but remained with exertion. Bilateral lower extremity +2 pitting edema. Recurrent gout was reported. Post clinical echocardiogram noted aortic gradients of ¿23/10¿ with an aortic valve area (ava) of 1.0, a right ventricular systolic pressure of 74, a left ventricular ejection fraction of 60% and mild left ventricular hypertrophy (lvh). Left atrial volume index (lavi) of 63 with severe left atrium dilation with severe right atrium dilation were also noted. Mild mitral annular calcification (mac) with moderate mitral regurgitation (mr) was reported. Moderate to severe tricuspid regurgitation noted. Mild paravalvular leak (pvl) and severe pulmonary hypertension. The valve gradient had ¿significantly¿ improved since restarting anti-coagulant. Diuretic to be increased. As reported, the aortic valve was functioning well and no valve intervention was required at this time. Additional information was received which indicated that the patient¿s hospitalization was due to the underlying heart failure. A thrombus was not confirmed. Transthoracic echocardiogram (tte) only performed. The thrombus was presumed as gradients increased then significantly improved after restarting warfarin (instead of apixaban). The pitting edema was reported had have resulted from both the thrombosed valve and underlying diseased state. This persisted post improvement of gradients with warfarin restarted. No adverse patient effects were reported. Additional information was received that six years, seven and a half months following valve implant, an echocardiogram was performed which showed the valve was functioning as expected. The ejection fraction had increased to 60.4%. The dosage of the existing diuretic medication was increased; however, determination was made that no intervention was required. The patient will continue with regular post-operative follow up visits. No adverse patient effects were reported. Additional information was received in which stenosis of the aortic prosthetic valve was reported. Additional information noted that approximately 7 years following the valve implant hospitalization occurred as result of heart failure. As reported, the symptoms had been controlled since. The patient was taking a diuretic twice daily. Approximately 6 months later an echocardiogram noted gradients of 46.5 and 21.5 with mild paravalvular leak (pvl), moderate mitral regurgitation and moderate tricuspid regurgitation. The patient continued with the anti-coagulant. The last creatinine measured 163. As reported, the international normalized ratio (inr) had been therapeutic since approximately one month earlier. As reported, this was unlikely a new thrombosis, but rather more likely to be some degree of valve degeneration. The patient would be further followed to monitor gradients. At this time the gradients were reported too low for a valve intervention as the patient had improved. Additional information was received which indicated that approximately 6 years 5 months following the valve implant during the previously reported hospitalization acute kidney injury (aki) occurred from a volume overload. Intravenous diuretic medication was administered. An angiotensin-converting enzyme (ace) inhibitor was held for nephrotoxic effects. The physician indicated this was related to the valve and procedure. The aki was considered resolved the day following its onset. Additional information received indicated that following the valve implant, on the day of implant, an echocardiogram measured and aortic valve area (ava) of 1.9, a peak gradient of 16.8 millimeters of mercury (mm hg) and a mean gradient of 7.3 mmhg, a normal left ventricular (lv) function. Approximately 8 years and 1 month following the valve implant, an echocardiogram identified an ava of 0.69, a peak gradient of 48.8 mmhg, a mean gradient of 28.7 and an lv ejection fraction of 65-70%. As a result, approximately 19 days later a transcatheter valve-in-valve procedure occurred. A cerebral protection system was used. Pre-existing atrial fibrillation was noted. A bioprosthetic aortic scallop intentional laceration procedure (basilica) was successfully performed on the left coronary cusp (lcc). Following the basilica the physicians were unable to cannulate the left coronary artery (lca) with a guide catheter to provide coronary protection. Severe aortic insufficiency (ai) developed, and the patient became hemodynamically unstable. Cardiopulmonary resuscitation (CPR) was performed and ventricular tachycardia presented. A 14fr delivery catheter system (dcs) was inserted through an 18 fr non-medtronic sheath (gore drysheath) over a non-medtronic guidewire (safari s). The first and final deployment of a 29 mm transcatheter valve was implant at -1 mm on the non-coronary cusp (ncc) and lcc in relation to pre-existing 31 mm transcatheter valve inflow using the two cusp overlap method. The patient¿s pressure stabilized and returned to 180/80. There was no paravalvular leak (pvl) and no ai. The gradient measured 10 mmhg. There were no vascular issues. The access site was closed with 2 non-medtronic closure devices. There were no further changes in rhythm. The heart rhythm reverted back to the previous atrial fibrillation. No additional adverse patient effects were reported. Additional information received indicated that 2 days following the previously reported valve-in-valve intervention (medtronic transcatheter valve implanted within the existing medtronic transcatheter valve), acute kidney injury (aki) developed. The chronic kidney disease creatinine measurement was 160 micromole per liter (umol/l) at baseline and increased to 239 umol/l. This was reported as likely post the valve intervention from the procedure contrast. A diuretic was held. No other medications required dose adjustment. As reported, there was not much urine product, and a different diuretic dose and oral route was change to intravenous administration. The creatinine at discharge was 151 umol/l. The patient was discharged with an oral diuretic. The physician indicated the aki was procedural related. Additional information was received that also at approximately 8 years and 1 month following the valve implant the patient had presented to the emergency department with several days and history of shortness of breath on exertion. There was report of an unspecified degree of volume overload on examination but no new triggers for congestive heart failure (chf). As reported, it was suspected that the presentation was mostly driven from worsening aortic stenosis and increased mean gradient. There were no features to suggest acute coronary syndrome (acs) or pulmonary embolism (pe). The dimer was reported as negative. There were no new infectious symptoms and no history of reactive airway disease. A transthoracic echocardiogram (tte) indicated moderate-severe aortic stenosis with increased gradients. A computed tomography gated angiogram (cta) noted calcification of the non-coronary prosthetic leaflets. The heart failure was related to failing transcatheter aortic valve. A coronary angiography was done in preparation for the valve intervention. Five days following the valve-in-valve (viv) procedure, prolonged pauses during atrial fibrillation were observed. These episodes were during daytime and reported as highly suggestive of a high degree atrio-ventricular (av) block. As result, 7 days following the viv a non-medtronic active fixation pacing lead to the right ventricular septum and permanent pacemaker were implanted. The patient was returned to cardiac intensive care unit (cicu). The physician indicated this was unrelated to the valve but related to the valve procedure. The rhythm issue was reported as resolved. The patient was discharged home 9 days following the pacemaker implant procedure.